Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. At the end of the procedure, the catheter was removed from the body, and what was thought to be char was found on the distal end of the catheter. Further information received indicates that the substance more closely matched the description of coagulum. Since the procedure was over, no catheter exchange was necessary. The patient has not exhibited any neurological symptoms post-procedure. There were no issues related to catheter temperature or flow. The generator was in power control mode with a 37 degree celsius warning and a 40 degree celsius cutoff. During ablation, impedance values were under 140 ohms. No impedance spikes were noted. The temperature values were between 35-40 degrees celsius, except on the posterior wall, where the values were between 25-30 degrees celsius. Heparinized saline was used as the anticoagulant. No error messages presented on any bwi equipment during the procedure. Coagulum exhibits poor adherence to catheters, making it a potential source of injury to the patient. As a result, this event is MDR reportable.